Event description:
It was reported that during the implant procedure of a left ventricular (lv) lead, the coronary sinus was cannulated and a catheter was inserted in a posterolateral vein selectively. As the connection to the catheter was weak, it was put in more deeply. According to the contrastradiography, a fissure and a small leak of contrast medium into epicardial aspect was confirmed. The patient¿s vital signs showed no changes so the operation was resumed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).